Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, an audible alarm occurred that was not confirmed by telemetry. The patient experienced a return of patient symptoms with increased tone and pruritis. The patient's dose had been steadily increased with no results. The physician was concerned that if the pump would stall, the patient was on a high dose of lioresal and the withdrawal could be severe. Therefore, the patient's pump and catheter were both replaced. The medication being delivered via the device was lioresal 2000 mcg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.